Event description:
The cotton core with 1/2 inch of the raveled string still attached to the core remained inside her vagina [foreign body in reproductive tract]. String broke off the core of the tampon [device breakage]. When tampon was removed the string broke raveled string remained inside vagina [complication of device removal]. Consumer's mother called to report that twice her daughter used a tampon and the string broke. The remaining cotton core with the raveled string became stuck in her vagina. She was able to remove it and no serious injury was reported.

Manufacturer narrative:
06-apr-2021, product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
The cotton core with 1/2 inch of the raveled string still attached to the core remained inside her vagina [foreign body in reproductive tract]. String broke off the core of the tampon [device breakage]. When tampon was removed the string broke... Raveled string remained inside vagina [complication of device removal]. Case description: consumer's mother called to report that twice her daughter used a tampon and the string broke. The remaining cotton core with the raveled string became stuck in her vagina. She was able to remove it and no serious injury was reported.